Manufacturer narrative:
The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2016, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If additional information is obtained a follow up will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. Customer was unable to check their blood sugar and experienced dizziness requiring treatment of glucagon and yogurt with sugar by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2016, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If additional information is obtained a follow up will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. Customer was unable to check their blood sugar and experienced dizziness requiring treatment of glucagon and yogurt with sugar by a third party. There was no report of death or permanent impairment associated with this event.